Event description:
It was reported that a cuff roll was noted on the balloon upon catheter removal.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.